Event description:
The consumer reported poor communication on the patient programmer. The patient tried charging and could not connect, but kept putting off doing something about it. Now the patient's pain had gotten worse, so he wanted to try to use the stimulation again and did not know what to do. It was unknown when the last successful recharge session was. Communication was not possible with the implantable neurostimulator recharger (insr). The poor communication occurred in (B)(6) 2015. Relevant medical history included chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.